Manufacturer narrative:
Index procedure was prompted by unstable angina and a positive functional study. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure three resolute onyx stents were used to treat the lad. It was reported that dissection occurred in the lad the same day. No action as taken.